Event description:
A us distributor contacted zoll to report that a patient developed an abrasion/open wound under the lifevest equipment. The patient described the area as bleeding sores on back caused by garment rubbing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed mupirocin for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.